Event description:
The customer reported falsely elevated troponin I (access accutni) results, for three patients, involving the access accutni reagent used in conjunction with the access 2 immunoassay system. This report is one of three referencing the patient on the event date noted. The customer stated the falsely elevated result was released out of the laboratory. Consequently, the patient was admitted to the hospital based on the elevated result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. Subsequent testing of the patient's sample, on the same instrument, recovered a lower result within the normal reference range of the assay. The customer stated the plasma samples were collected onsite in tubes without gel and centrifuged in a statspin for five minutes. The customer stated quality control (qc) and system check were within specifications at the time of the event. There were no instrument issues observed. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this incident: 2122870-2014-00306, 2122870-2014-00307, 2122870-2014-00308.